Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 65% stenosed lesion in the popliteal artery. An unspecified embolic protection device (epd) was placed. The 5.5mmx40mmx120cm supera self-expanding stent system (sess) was advanced without issue. It was then noted that the filter of the unspecified epd was not optimally placed; thus, the sess was removed without issue to reposition the epd. Upon removal of the sess, the stent implant was noted to be partially deployed/exposed. A new supera sess was used to successfully complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported premature deployment. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture, or labeling of the device.